Manufacturer narrative:
An industry customer in ireland had notified biomérieux of obtaining an organism misidentification of brucella spp. Instead of micrococcus luteus on two location samples (isolates a and b) in association with the vitek® ms instrument (ref. (B)(4); serial number (B)(6)). The two isolates were also sequenced by an external laboratory and each was confirmed to be m. Luteus. An investigation was performed by analyzing the data submitted by the customer. However, it was not possible to retrieve the raw data linked to isolate a. Fine tuning according to vilink® alert tool criteria, no fine tuning was needed during the tests made on (B)(6) 2020. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. In case of optimal spot preparation, the ¿all peaks¿ values of calibrators spectra should be homogeneous. Knowledge base (kb) review: m. Luteus is present in the vitek ms knowledge base v3.2. Sample data analysis: reprocessing the customer data with vitek ms kb v3.2 led to single choice to brucella suis. The identification displayed in myla is brucella spp. The suspected misidentification was obtained with a low number of peaks (30) which was the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). Additionally, the samples were incubated for a longer than specified time before testing (7 days). The ¿cultures requirements¿ written in our documentation recommends 18 to 72 hours for bacteria (cf. Vitek ms workflow user manual). It could be the cause of the misidentification. The cause of the identification issue could also be due to a link to a bad quality of spectra (linked to a non-optimal spot preparation or/and non-optimal fine tuning). A biomérieux change request was initiated for the next vitek ms kb version to limit misidentications to brucella spp. When the investigator reprocessed the customer data with the next vitek ms kb under construction (v3.3) the result obtained was ¿no identification.¿ it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
Vitek ms is a bacterial and fungal identification system, which uses the matrix-assisted laser desorption/ionization (maldi) mass spectrometry method from clinical cultures. A customer from ireland reported that he obtained misidentifications of micrococcus luteus as brucella spp when using vitek® ms instrument (ref. (B)(4)); serial number (B)(4). Two isolates were identified as brucella spp. With vitek ms knowledge base version (B)(4). Those isolates were also sent to an external lab for sequencing, and gave micrococcus luteus for both. There is no indication from the customer that this event led to a delay of results, or impacted the patient state of health.